Event description:
It was reported that the pulse generator could not be interrogated and exhibited an error message. The patient had an inappropriate heart rate increase when the magnet was applied. The patient had been lost to follow up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.